Event description:
It was reported that during the implant attempt, the lead was inserted, and shortly thereafter, stopped . The lead tip was noted to have a curve, and upon removal and inspection, the curve in the tip remained. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.